Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 10 closed samples and 2 opened to analyze this complaint. We have checked all samples received and the 10 closed samples received and 1 opened contain the correct suture inside (dafilon blue usp 1 150cm long with hr48 needle) and the other open sample contains a different suture than the indicated in the first pack. This different suture has been characterized and is dafilon blue usp 3/0 45 cm long with ds24 needle. Also, this incorrect suture has a knot on the thread. Upon investigation, it has been concluded that there are two possible root-causes that could have led to this mix-up during manufacturing process: 1) improper clean line operation by operators at thread preparation and winding process. 2) since knot was found in the incorrect suture, procedure of immediately disposing the defective piece to rejection collection bin was not followed by the respective operators and same cause the mix-up possibility. The personnel involved have been informed and trained to immediately remove the defective pieces from the workstation and follow the standard operating procedure to avoid this kind of incidence happens again. Based on investigation, the possibility for mix up is only one unit. No more units affected are expected for this code-batch. Final conclusion: taking into account that one of the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in this sample received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a corrective action (CAPA) has been opened for root-cause analysis and corrective actions.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that they have a box of usp 1 loop dafilon which had a 3-0 suture on a cutting needle in a packet labelled usp 1 dafilon. More information has been requested.